Event description:
It was reported that during a session of hemodialysis, catheter is fully extended from the jugular vein (sliding inside the cuff, which was left in place under the skin). Tunneled catheter placed in right internal jugular (B)(6), 2009.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.